Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported the pt had been without stimulation for two weeks, and was unable to charge her ipg. A replacement charger was sent to the pt. The pt was scheduled to meet with the sjm representative for the charging issue. No further info is available at this time.